Event description:
Patient reported experiencing elevated blood glucose levels. Patient alleges pump is not delivering properly. No adverse event reported. Requested return of the alleged device for evaluation; replacement was sent.